Event description:
The implant broke on insertion 3/4 of the way from the head. The surgeon used the standard technique. The broken portion was left in the pt's bone. The three remaining screws are being used to hold the plate to the bone. No adverse consequences have been reported and to this date the pt is doing fine. Surgery took place in 2005. This device is used for treatment.